Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the likely cause identified as a loose printed circuit board. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "e105" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release the investigation determined the most likely cause of the failure was a loose printed circuit board. However, the cause of the printed circuit board failure could not be determined. Olympus will continue to monitor the field performance of this device.